Event description:
On 17th april 2023 the UK facility has received a customer complaint from the customer boston scientific regarding: - it was reported that: grounding pad burn, burned two patients one yesterday, (B)(6) 2023 and one today, (B)(6) 2023, grounding pads used nikmed pad by bsc reference 2407 yesterday, (B)(6) 2023 bsc neuturo nonwired. Additional information was received that patient was treated with bacitracin antibiotic ointment and dry bandage. This record is for the patient burned on (B)(6) 2023. No lot number provided. Due to medical intervention, nmt finds this event to be reportable.

Manufacturer narrative:
No lot number provided.